Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tissue damage (mitral valve injury) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is reportedly not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip xtr (90103u105) is filed under a separate medwatch report number.

Event description:
This is being filed to report a tear in the leaflet requiring an additional clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After implantation of the second clip (mitraclip ntr / 90116u265), a tear in the posterior leaflet was observed. A third clip was advanced, however, the leaflets could not be grasped therefore the clip delivery system with un-deployed clip was removed. A mitraclip xtr (90103u105) was advanced, however, due to restricted echo visibility, it could not be approved that both leaflets were grasped. After deployment, the clip detached and embolized to the left atrium while still attached to the gripper line. The mr remained unchanged at grade 4. The same day, the patient underwent surgical mitral valve replacement. Hospitalization was prolonged no additional information was provided.